Manufacturer narrative:
This patient received right tmj implants in (B)(6) 2018. A year after her implant surgery, she started to experience soft tissue swelling with pain. Cultures were taken and results came back positive for cutibacterium acnes. On (B)(6) 2019, the surgeon removed the right tmj devices and placed an antibiotic spacer into the joint space. The surgeon plans on placing revision components once the infection has been resolved.

Event description:
The patient's right tmj devices were removed due to infection.